Manufacturer narrative:
Device evaluation has occurred by a review of the log files download from the system. Initial investigation identified the two servers that make up this system have not been re-booting as initially reported. Investigation is still in-process. It is not known if this problem is related to the customers network or a malfunction of the acuity system. The investigation of this problem continues and a follow up will be provided.

Event description:
The user reported brief interruptions of central monitoring created by the need to re-identify pt's. The user reported the system appears to be rebooting. In further discussions, the customer reported the screen goes blank and then all pt's need to be re-identified. Note a1, pt ID. The customer reported that there were pt's on the system, but they were not identified. They reported there was not pt injury or harm as a result of these interruptions.